Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It should be noted that the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU() states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components; however, it is unknown if the IFU deviation contributed to the reported event. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Correction: device manufacture date.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device code 2017- improper or incorrect procedure or method the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the ostial left circumflex (lcx). The lesion was pre-dilated wit a 2.50x08mm trek balloon catheter. The 3.0x08mm rx xience xpedition stent delivery system (sds) was advanced however could not cross the lesion. Several attempts were made to push the sds however the proximal shaft separated outside of the patient. The sds was simply removed and the procedure completed with a 2.75x08mm xience xpedition. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.